Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. It was determined that the reported alarm was caused by a disconnection between a supply bag and supply line. The cause of the disconnection could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during initial drain. The home patient (hp) was connected at the time of the alarm. During the troubleshooting, it was determined that the supply bag had disconnected without falling. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information was available.